Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Strip expiration date is 05/14/2018 and strip open date is (B)(6) 2016. Strip storage is correct. Reviewed meter memory: the 254mg/dl (B)(6) 2016 03:00:00 pm fasting:no, the 238mg/dl (B)(6) 2016 01:59:00 pm fasting:no, the 209mg/dl (B)(6) 2016 04:55:00 pm fasting:no, the 57mg/dl (B)(6) 2016 02:40:00 am fasting:no, the 59mg/dl (B)(6) 2016 11:36:00 am fasting:no. Customer calling stating he recently was release from the hospital due to a copd crisis, also customer stated he is been treated for chf (congestive heart failure), and cancer. Customer stated at the hospital his true result meter was reading low results than the hospital readings. Customer stated that the hospital meter was reading 227 mg/dl and his meter was reading 156 mg/dl. Customer stated that happen 3 days ago. I asked customer how he was feeling, customer stated he is feeling "I am feeling well if you can considerate my condition." Customer stated that previous this hospitalization his blood sugar was uncontrollable and that the doctor couldn't get it under control but he thinks his normal blood sugar is between 250- 300 mg/dl. At the hospital customer stated doctors could have his blood sugar under control and they were given to much insulin to the point on (B)(6) 2016 his blood sugar drops to 57 mg/dl, 59 mg/dl. Customer stated after the doctor took his blood sugar with the hospital meter they decide to give him insulin, then blood sugar dropped drastically. I asked customer to run back to back blood test, result 346 mg/dl, 272 mg/dl, customer is not fasting. The results of 57 and 59 mg/dl in memory were obtained after doctor decided to give insulin after a result was obtained with the hospital meter not with tresult meter, customer explained he was feeling sweating and decided to check his blood sugar with his true result.